Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was exposed to MRI, as a result, insulin pump received a motor position encoder error alarm. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.